Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact and evaluation codes: updated. One device was received. Visual inspection noted the tidal volume knob was stuck, all small knobs and battery cover was cracked, input/output side label was torn, and front panel was bent. The o2 knob was loose confirming the complaint. No other device analysis was performed. The root cause was due to device mishandling from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced loose and cracked o2 knob, MRI battery, sintered filter, and o-rings. Replaced ripped input/output side label, front panel, and cracked battery cover. Replaced outdated variable restrictor and all small knobs. Cleaned and affixed service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the o2 knob is falling off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.